Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The sureform 60 stapler and sureform 60 blue reload associated with this complaint were analyzed by the failure analysis team and the findings did not replicate or confirm the customer reported event. The instrument and reload were fully functional. No product issues were identified.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, an incomplete staple line was identified after a blue sureform 60 reload was fired with a sureform 60 stapler instrument. The initial reporter claimed that half of the stapler fired and the other half was wide open. The stapler instrument reportedly did not fire, but it cut. No bleeding was reported. The surgeon then chose to convert the case to open surgery due to the issue. The system did not display any errors. This event resulted in a less than 15 minute surgical delay.

Manufacturer narrative:
A review of the stapler logs associated with the event revealed the following: the logs show a sureform 60 stapler instrument (part #480460-12, lot #t10240529-0306) was installed on the system 1 time and fired 1 blue sureform 60 reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.